Event description:
It was reported that an ilet device¿s touchscreen was cracked, with the user uncertain of the exact cause and indicating it might have occurred after being pushed by a schoolmate; the device remained intermittently usable, and no injury was reported, aligning with a device fracture involving the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with a cracked touchscreen, categorized as a device fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.